Event description:
It was reported that the patient developed an infection. The lead was removed. A previously capped lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the full lead was returned in segments to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. All conductors were distorted, stretched and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). The outer insulation was melted, and had cosmetic environmental stress cracking. (B)(4) -the (previously capped) full lead was returned in segments to the manufacturer, analyzed and tested out of specification. The outer insulation had breached environmental stress cracking (esc). The distal and proximal conductors were stretched. The distal conductor had a fracture (overstress). All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic esc and a breached cut. The tines/lobes were cut.